Manufacturer narrative:
The device was returned and, upon receipt, it was visually inspected at the tube to port interface. Functional testing confirmed that the device would not hold pressure with the leak emitting from the tube to port interface.

Event description:
During the procedure, the tourniquet cuff would not hold pressure.